Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. Event log reviewed and error code was observed in event logs history. Visual and functional tests were performed, and defective downstream occlusion sensor was found. Replaced dso sensor. The device passed all functional testing after repair.

Event description:
It was reported that the pump failed dso calibration during testing. There was no patient involvement or harm. During the inspection of the returned pump, it was observed that the downstream occlusion sensor was defective. The failure mode was identified under non-clinical conditions. However, if this issue were to recur during infusion, it could interrupt therapy and potentially affect the patient.